Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd cornwall¿ disposable syringe leaked during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Additional information-investigation summary: review of the component drawing to indicate as critical dimension at the external diameter (filter assembly section). ¿ updated quality work instruction to include spike external diameter. Corrective action 26792. Completion date may 8, 2018. ¿ review current cavities to ensure all of them are functional and according to spec. Perform fai. Completion date may 10, 2018 ¿ increase sampling plan at the assembly process. Corrective action 26795. Completion date may 08, 2018 ¿ re-create failure mode by adjusting molding parameters, challenge parameters window. Completion date may 11, 2018. The mold tool # 1001 cavities for the assembly of the vented spike for tubing part # 126835, were inspected visually, discarding the cavities b, c, f & g for wear on inserts. Then evaluated the cavity e obtaining acceptable results. Therefore we conclude that the failure mode could not be reproduced within the parameters validated according to validation v2724. The problem presented is attributable to tooling and not to parameters. Preliminary customer facing report was sent to customer on april 25, 2018.

Manufacturer narrative:
Investigation summary: 3 samples were sent/received of syringe cornwall 10ml catalog 305224 with lot number unknown. According to issue stated by customer ¿the syringes are leaking at the spike.¿ after reviewing the samples received and according to customer complaint ¿the syringes are leaking at the spike.¿ the samples were visually inspected for any damage that they could have and no issues were found, then the samples were tested for leak, the spike was inserted into a saline water bottle to verify if there was a leakage into the spike, after several minutes it was noticed that a water drop was present in the spike, the leak is in the section of the spike vent union. The defect stated by the customer it is confirmed in just one sample received, the other 2 did not show the leak. This is a subassembly that it is received from an external supplier and it is assembled with the syringe sub assembly, this is not considered as a manufacturing defect due that we do not assemble the spike and the vent. This is considered as a supplier issue, a notification and/or alert will be sent to the supplier to follow up with them on this issue. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Samples were received from customer complaint, we could confirm the issue stated by the customer on just one sample the other two did not show leakae, this is considered as a component/supplier issue. Investigation conclusion: the samples were visually inspected for any damage that they could have and no issues were found, then the samples were tested for leak, the spike was inserted into a saline water bottle to verify if there was a leakage into the spike, after several minutes it was noticed that a water drop was present in the spike, the leak it is in the section of the spike vent union. The defect stated by the customer it is confirmed in just one sample received, the other 2 did not show the leak. This is considered as a supplier issue, a notification and/or alert will be sent to the supplier to follow up with them on this issue.